Event description:
It was reported that the procedure was to treat a chronic total occlusion (cto), 95% stenosis in the distal posterior tibial. It was reported that a steel core guide wire was positioned through the occlusion and the fox sv balloon catheter was advanced for pre-dilatation. When inflated to 18 atmospheres, the balloon ruptured and contrast was observed to be seeping. It was noticed that a vessel perforation occurred and the patient is being observed. No treatment was done. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and scanning electron microscopy analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.